Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement was 0.101 ohm (range 0.001 to 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) measured resistance from power entry module (pem) ground to door post, 0.001 ohm; checked for loose ground, no problems found. The pal determined that the device did meet specification relative to ground bond test failure. The assignable cause for ground bond test failure was undetermined. Device was sent to servicing.